Event description:
During investigation for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing.

Manufacturer narrative:
During investigation for an unrelated issue, a reportable malfunction was found. The belt was unable to complete essential performance testing. The cause for failure was due to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged belt.